Event description:
Patient was complaining of pain months after surgery. Pseudotumor noted.

Event description:
(B)(6) complaint form received. Patient revised to address pain. A pseudotumor was noted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers the investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.